Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustain ventricular oversensing (nsvo) episodes were seen in merlin.net. The nsvo episodes were being stored due to intermittent ventricular loss of capture. Autocapture was programmed off. Loss of capture suspected to be due to outputs not being programmed high enough in the device. Programming changes were made. No lead issue suspected. The patient was in stable condition. Lead remains implanted.